Manufacturer narrative:
The pump was received with low battery life due to a problem isolated to the mother board. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a crack near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 521 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer does not wear the sensor. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
Customer is calling to report after receiving a replacement battery cap the customer received a second low battery alarm, the customer stated the replacement battery cap did not resolve the issue. The customer will return the insulin pump with the battery cap and was issued a replacement.